Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that the patient went to the chiropractor to get her lower back and pelvis adjusted. The rep stated at the chiropractors office, she was lying face down on the table, the hcp dropped the table and it jerked her body. Since the visit, patient has not been feeling stimulation as good as before. The patient stated her hcp told her that she was familiar with the scs device and would not do anything to harm her device. Patient also mentioned a manufacturer's representative (rep) told her she could go to the chiropractor. Patient stated she was in pain so bad. Patient stated she was hoping it was just inflamed and maybe she just needs to ice it and it will be better because it was slowly getting better. Patient stated at the end of the call that what she could be feeling could be related to the weather since it was cloudy and rain was coming in. No further complications were reported/anticipated.